Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb had fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the light guide cable had fluid damage, the lg cable connector had fluid damage, the u/d and r/l knobs loosened, the angulation-down angulation decreased, the angulation-left angulation decreased, the angulation-right angulation decreased, the angulation-up angulation decreased, and the u/d and r/l knobs had white marking that was faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).